Event description:
It was reported in an article file studying the vocal cord function of patients implanted with vns that one pt was not included in the analysis of the emg data because of a history of a known immediate postoperative left vocal fold paralysis and subsequent medialization laryngoplasty. Good faith attempts to obtain add'l info from the author including pt and product identifiers as well as info on whether or not this event has been reported to the manufacturer previously are pending.

Manufacturer narrative:
Shaffer, ml et al. Vagal nerve stimulation: clinical and electrophysiological effects on vocal fold function. Ann otol rhinol laryngol. 114(1 pt 1). 7-14. 2005.